Event description:
Customer called regarding a no delivery alarm. Troubleshooting was performed and it was discovered that customer received 200u of insulin while connected during previous prime. Paramedics were called to treat low blood glucose levels. Customer declined to be taken to hospital by paramedics. Customer aknowledged her mistake and stated that pump was operating normally.